Event description:
It was reported to philips that the system's collimator was faulty, preventing imaging. The device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was being performed when the issue occurred and was completed as planned. Customer reported to philips that the system's collimator was faulty. As part of troubleshooting, the philips field service engineer (fse) reviewed system log files and found several x-ray impossible errors, customer informed that these errors occur during collimation, intermittently. To resolve the issue, the fse replaced the collimator, made necessary adjustments and performed functional tests, after which the system was returned to use in good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported collimator issue didn¿t impact the completion of the procedure. The procedure was completed as planned on the same system, with no impact on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.